Event description:
On 6/11/2024, an arthrex subsidiary employee reported via sems-(B)(4) that an ar-13930ds meniscal viper repair disposable kit had a significantly different resistance than usual, which was noticed by feel. They tried to use the device, but the suture broke. The case was completed by using a non-arthrex product. This was discovered upon opening the package during a procedure on (B)(6) 2024, with no reported patient harm. Additional information received on 6/20/2024: the broken suture was removed from the patient. This was discovered during a meniscal repair on (B)(6) 2024. No case delay reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-13930ds batch number 3222134125 was received for investigation. Visual inspection revealed that the shaft of the knot pusher was bent at the distal end at the tip. Regular signs of wear were observed on the meniscal viper and a slightly bent of the tip. The device history records indicate that four aql samples underwent force testing and passed. Each of the aql samples exceeded 12 lbs. Certificated of conformance certified the device is in compliance with drawings specifications. Functional testing was not performed as both devices were received bent. The most probably cause of reported failure is an excessive force during use.